Event description:
Account has been experiencing intermittent discrepant ise results since approximately two months. Only the following example was provided. Initial results were 128.0 meq/l for sodium and 7.0 meq/l for potassium. Same sample repeated gave 138.2 meq/l for sodium and 4.1 meq/l for potassium. Initial results not reported. The field service representative found the pump head to be dirty. The instrument was repaired.